Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip cover accessory was loose. No fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the orange part of the mcs was showing after the mcs tip cover was found loose. There was no arcing observed. The tip cover did not fall into the patient, they found it loosen before insert. They used a back up tip to complete the procedure. There was no injury to the patient. RMA (B)(4) was cancelled because it was the wrong account. The tip cover will be returned. No photos available for review.